Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was observed stuck to the atraumatic tip after deployment through an 8f non-cordis sheath. The physician waited the full two minutes before removal, and the patient did not bleed and the physician considered the device use successful. There was no reported patient injury. Two devices were used during the procedure and the issue occurred with only one device. The sealant was deployed on top of the vessel. After removal, the device was examined and the sealant was observed attached/sticking to the atraumatic tip and covered in blood. The sealant was pulled off the atraumatic tip to confirm it was the sealant, and the grip tip was not visible and was believed to be maintaining hemostasis. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression and did not bleed. The procedure used a retrograde approach. The deployer is mynx certified. The vessel depth was not shallow. The vein's suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU).the sealant was dislodged from the vein. The device storage temperature did not exceed 25 °c. The device will be returned for evaluation.